Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Imaging provided shows the inferior screw has backed out anteriorly past the screw blocking mechanism. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a screw is backing out of the resonate plate 7 weeks post-operatively.